Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting diabetes educator/nurse due to e-0/e-5 errors. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer feels well and did not report any symptoms. Customer stated that due to the error messages she had contacted her diabetes educator/nurse. Customer stated she had performed a blood test with the diabetes educator/nurse that produced e-5 error. Diabetes educator/nurse had advised customer to contact manufacturer for replacement. The customer was not using the proper testing technique. During the call, a blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/24/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 05-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Sections with additional information as of 15-feb-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-2. Defect associated with (B)(4). No defect found on returned test strips. "Most likely underlying root cause: mlc-062: user had poor technique" updated to "root cause: rc-003: other root cause: root cause under investigation per (B)(4)."